Manufacturer narrative:
(B)(4).

Event description:
It was reported the device displayed an unknown message remove sensor and transmitter off during a sensor session. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.